Event description:
It was reported that the plate has been implanted after the expiry date. The expiry date is february 2010 and the implantation date is (B)(6), 2010.

Manufacturer narrative:
Device remains implanted. Additional info has been requested and if received will be provided on a supplemental report.